Event description:
In 2002, the patient was seen at the implant center for device evaluation. It was reported that the patient does not routinely visit clinic for programming due to insurance coverage problems. During this visit, testing performed indicated that impedance measurements were out of range and patient was able to obtain lock. A follow-up appointment was scheduled so that further testing could be performed. Two days later, the patient was seen at the implant center again. Testing conducted at this time confirmed that the device was no longer functioning. Revision surgery was scheduled. The patient was reimplanted with another clarion device.